Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were scheduled to see the manufacturer representative on (B)(6) 2018. No additional information has been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the implant site started hurting. The healthcare professional (hcp) thought the voltage was too high and said to call the manufacturer representative (rep). The patient stated the implant site was still hurting. The patient was redirected to the hcp to discuss the issues with pain at the ins site. No further patient complications were reported as a result of this event.